Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that unstable speed occurred. The target lesion was located in the right coronary artery. A 1.50mm rotalink¿ burr was selected for use. After the platform was completed, the procedure was initiated. However, a lot of speed variation on the burr was noted. The burr could not go to platform quiet properly and halfway to the procedure, the system stalled and the device was removed with dynaglide. No patient complications were reported.